Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the expiratory cassette solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The expiratory cassette is only measuring and will not affect ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description. The solution to the problem is unknown and it is not possible to know which parts have been found defective. The issue was decided to be reported in abundance of caution as it may, in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause of the reported event has not been determined. H3 other text : 4119.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).